Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. A critical random access memory error occurred on (B)(6) 2016. The power on reset severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the device had a power on reset. The device was reprogrammed to the previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.